Event description:
It was reported that 5 minutes into a procedure, the suction on the unit got clogged and did not function. Another unit was used and the procedure was successfully completed. It was further reported that there were no adverse consequences.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.